Event description:
New information received that there was no loss of capture identified by the pacemaker.

Manufacturer narrative:
New information received that there was no loss of capture identified by the pacemaker instead it was an incorrect electrogram anomaly. Additionally, investigation finding was updated accordingly.

Event description:
It was reported that patient presented remotely via merlin.net. The pacemaker failed to capture. No changes or interventions were performed; the pacemaker will be monitored. The patient was stable throughout.